Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pump drug morphine was increased to "0.8." The pt then experienced a burning sensation near the catheter pathway and over the pump location. The pt experienced problems since the pump was implanted. It was unclear if the pt experienced withdrawal symptoms. The pt was pursuing establishing care with another pump physician. It was later reported the pt established care with a different pump physician on (B)(6) 2009. It was unk if the burning sensation was related to the device. On (B)(6) 2010, the pt underwent a catheter revision. The pump system was "not functioning well." On exam, it was discovered that the distal tip of the catheter was only at the l1 level. The physician elected to revise the catheter for a more cranial location. During surgery, the pt was awake and local anesthesia was used. Live fluoroscopy assisted in catheter placement. The pt denied any paresthesias or pain in the low back or legs as the catheter was advanced to the t10 level. Clear cerebrospinal fluid flow was observed following stylet removal. The catheter was secured. The end of the old catheter was cut; the existing and new catheters were spliced together. The pump was programmed to prime the new section of catheter. The pt's dose was 8 mg/day prior to surgery; the dose was "dropped slightly" following surgery to account for possible changes in sensitivity with the catheter now placed at a higher level. The pt recovered without sequela.